Event description:
The customer reported that the system locked up and displayed a data error message on the mainframe. No pt injury was reported.

Manufacturer narrative:
A ge rep performed an onsite investigation. The system failed to connect with the remote user interface and was unable to detect the mainframe so the interconnect cable was replaced. The nodes were erased, the software and the calibration files were reloaded. The monitor arm was adjusted to stop the drift. The system was tested and found to be working as intended and put back into service.